Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event. The nonconforming host printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host printed circuit board (pcb). Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a system froze prior to the start of surgery. There was no system message displayed. Additional information was requested. Additional information received confirmed that this reported event was noted prior to the start of surgery which was subsequently cancelled. There was no patient involvement.